Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that the receiver displayed error call tech support on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.